Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during implant attempt, the lead started to "gum up" in the lumen, making lead placement difficult. The lead was not used and was replaced. No patient complications have been reported as a result of this event.